Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
A professor asked for the following information : "a female patient has been implanted with a dedicace stem in (B)(6) 2015, and is now having an extra diaphyseal projection of the distal part of the stem. The surgeon, would like to know : if the implant can be cut using a saw ? Which materials could be recommended for this cutting ? The professor said he had seen this cutting instrumentation in the us even if he is not sure this devices are available in the EU market.3